Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified unspecified vessel. The 6.0mm x 20mm x 80cm (4f) sterling balloon catheter was advanced to the target lesion. The balloon was inflated at 6 atmospheres on the first inflation. However the balloon ruptured at 8 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and the balloon was loosely folded. Examination under magnification revealed a balloon pinhole and scratches over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified unspecified vessel. The 6.0mm x 20mm x 80cm (4f) sterling balloon catheter was advanced to the target lesion. The balloon was inflated at 6 atmospheres on the first inflation. However the balloon ruptured at 8 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.